Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient did not enter finger stick values promptly. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.